Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) patient mentioned during a call to fresenius technical support (ts) that they were recently diagnosed with peritonitis. The patient had contacted ts due to an unrelated alarm that occurred during their setup for pd treatment. There were no reported allegations that the event was caused by any issues with a fresenius device or product. During follow-up, the patient¿s pd nurse reported the patient was having symptoms of cloudy pd effluent and fibrin. As a result, the patient had a pd culture obtained (in the pd clinic) which yielded growth of staphylococcus epidermis. The patient was treated with vancomycin 1 gram and ceftazidime 1 gram intra-peritoneal (ip) on an outpatient basis. Reportedly, the patient is recovering from the event. The patient has continued their pd treatment utilizing the same cycler without any adverse effects. The nurse reported the patient did not have any fluid leaks or any other issues with a fresenius device that could have caused or contributed to the event. The nurse stated the event was related to touch contamination during the pd exchange.